Event description:
It was reported that a patient sustained a small scar to right side of the nose following ipl treatment with a lumenis one laser. No information regarding medical intervention to preclude serious injury was received.

Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated to manufacture specifications. No device malfunction was reported or observed. Subject device malfunction is not the suspected cause of the event reported. A lumenis healthcare professional evaluated the reported event details and patient photographs concluding the reported treatment settings were appropriate based on common medical practice and device labeling. Furthermore, the professional concluded that after vessels collapse following ipl treatment the skin can be depressed if the underlying vessels are large. Additionally the healthcare professional stated that this is a known common side effect.